Event description:
The physician reported he was treating a lesion of an average tortuous lateral anterior descending coronary artery (lad) mid. Imaging after dilatation with the balloon catheter (bc) 2.0 x 15 was performed without complications. Two cypher stents were deployed together; the stent edge was inflated at 18 atm and the center was inflated at 20 atm. The physician confirmed that the stents were implanted well (stent strut was not floating) under imaging after stenting. The physician noticed the tip of the 6fr guiding catheter (gc) was deeply advanced during the withdrawal of the imaging catheter in question. The physician moved the guidewire (gw) and tried to withdraw the imaging catheter many times, but it was unable to move. After withdrawal of the gw, he attempted to pull the catheter once again, but was unsuccessful. The physician noticed the edge of the stent was raised inside. The gc was engaged and gw was passed through the stent. The stent migration to distal was found. The lesion with the catheter in question was dilatated with the bc and finally the catheter was withdrawn. No patient complications were reported.

Manufacturer narrative:
The technical evaluation will be performed when the device is returned to manufacturer. The results of the evaluation will be provided in the supplemental report.